Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Additionally, it was reported that the customer failed to properly cycle the cartridge. The customer was educated on the proper load techniques. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer was able to successfully resume insulin delivery with the existing cartridge.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 171 mg/dl. Reportedly, the customer continued to use pump for insulin therapy.